Manufacturer narrative:
Sample was poured into a sample cup from the original primary tube. No bubbles seen in the cup prior to running. Qc prior to the event was within established specifications. No service was requested or generated. This event is sample specific. Root cause is unknown to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards obtaining one erroneously low glucose (glucm) result that was generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous result was noticed on an emergency room patient. The original result yielded oir - lo (out of instrument range - low) suppressed result. Rerun on alternate instrument yielded a result of 122 mg/dl. Rerun on the original instrument yielded a result of 122 mg/dl and was reported. Patient treatment was not affected in this event as the customer verified that the result was erroneous prior to reporting.